Event description:
The customer contacted beckman coulter inc (bec) to report noting cx4 sample probe leak at the base of the housing. The customer cleaned and dried the leak and primed the probe. No further leaks were noted by the customer. No injury or exposure to any lab personnel was reported by the customer and patient treatment or diagnosis was not impacted by the event. Hotline suspected the cause of the leak was due to the initial cleaning procedure of the leak; since no leaks were noted post cleaning and priming the instrument after the event.

Manufacturer narrative:
Bec internal notification number is (B)(4).